Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use, which state: IFU states the detection method in the bf-260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in bf-260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that there was a foreign object in the nozzle of the bronchovideoscope. There was no patient involvement.